Event description:
Complaint alleged that the stretcher brakes were not working properly. All four caster wheels will lock but swivel free. No injury alleged.

Manufacturer narrative:
Tech found that the brakes were locking, but would swivel free. Replaced all casters to correct this problem.